Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. In addition, it was reported that the customer received a continuous glucose monitor error 42. A pump reset was performed to resolve the issue, and the customer successfully started a sensor session. There was no reported impact to the customer's blood glucose level.